Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials (plastic), a false negative result was achieved. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary catalog 442022 batch no. 3152993 customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Plot showed the typical characteristics of a negative bottle. Complaint is unconfirmed based on retention samples and batch record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10

Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials (plastic), a false negative result was achieved. No patient impact reported.

Manufacturer narrative:
D4. Medical device lot#: unknown, d4. Medical device expiration date: unknown, e1. Initial reporter addr 1: (B)(6), h3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.